Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
(B)(6) clinical study. It was reported that balloon rupture occurred. The target lesion was located in the left superficial femoral artery (sfa). After pre-dilatation was performed using a different balloon catheter, a 6.0 mm x 100 mm x 150 cm (4f) sterling¿ balloon catheter was advanced for further dilatation. The balloon was initially inflated at 14 atmospheres for 60 seconds. However, during the second inflation at 18 atmospheres for 30 seconds, the balloon ruptured. No patient complications nor injuries were reported.